Event description:
The customer observed imprecise qc results on march 28 and 31 using vitros valp reagent on the vitros 5, 1 fs chemistry sys biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found no evidence to indicate that the vitros 5, 1 or valp reagent were not operating as intended. A definitive root cause of the biased valp qc results could not be determined, however, user error consistent with valp reagent pack handling could not be ruled out.